Manufacturer narrative:
Other relevant device(s) are: iw1422c105axh, use by date: unknown; upn # unknown, ixw2222c79axh, use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 93 mm abdominal aortic aneurysm. It is reported that during the index procedure an unspecified endoleak occurred. The patient was discharged with the endoleak unresolved 4 days post the index procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.